Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A pocket revision has been performed on the 17th of october. This was successful, as recharging could be performed with the battery implanted more superficially. Hcp information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that it was confirmed that the ins was implanted too deep. The ins probably migrated, further stated that locally very much soft tissue which caused the ins to migrate. The patient did not experience weight changes. New location made charging possible without problems. Outcome was completely resolved.

Manufacturer narrative:
G2. Foreign: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the ins was implanted one week ago. The patient cannot establish communication with the recharger, therefore, the battery cannot be recharged. Communication with the patient programmer/clinician programmer can be established and ins was charged to 50%, hence the patient was still having stimulation. The system was a brand-new one. Additional information was received from the rep. Troubleshooting was performed, and the cause of the issue was probably that the ins was too deep. Imaging to see where the ins was and how it was positioned was done. The event was not resolved as of (B)(6) 2024, and a pocket revision was under discussion. It was noted that this information was confirmed/provided by the physician.